Manufacturer narrative:
(B)(4). Approximate age of the device - 44 days. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced melena secondary to gastrointestinal bleeding on (B)(6) 2016. A total of five units of packed red blood cells were transfused for treatment. An esophagogastroduodenoscopy, a video capsule study, and a double balloon enteroscopy were performed. The testing did not reveal any areas of active bleeding, and it was reported that the gastrointestinal bleeding resolved on (B)(6) 2016.